Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a severely tortuous and moderately calcified iliac artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.